Manufacturer narrative:
Added information to section h6 (investigation findings and investigation conclusions). Devices are typically explanted or disabled because they are not functioning optimally. In some cases, the failure mode is not provided. Other times, it may be reported as but not limited to; stenosis, increased/high gradient, regurgitation, transvalvular leak, thickened leaflet, leaflet tear, immobility, restriction, and/or unspecified svd or nsvd. Leaflet thickening in the early post-operative period can most likely be attributed to non-structural valve dysfunction (nsvd), which is defined as any abnormality not intrinsic to the valve itself that results in dysfunction of the prosthetic valve. The term nsvd refers to problems that are not directly related to failing valve components, yet results in dysfunction of the prosthetic valve. There can be several causes of early leaflet thickening, such as early thrombosis/halt, early endocarditis, or host tissue overgrowth. Based on the information available, a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed, including the patients age at implant and a history of marfan syndrome. There is no evidence to suggest an edwards manufacturing defect.

Event description:
Edwards received notification that a 26-year-old patient with a valve model 7300tfx33 implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approximately two (2) months due to leaflet thickening leading to stenosis. A 29mm transcatheter valve was successfully implanted within the surgical device with no reported complications. The patient was noted as to be discharged home.

Manufacturer narrative:
H10: additional narrative. The subject device is not available for evaluation as it remains implanted in the patient. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.